Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2022. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The patient lost consciousness when thecgm value was 55 mg/dl. A bg finger stick was taken and the patient's bg was 30 mg/dl. The patient¿s husband administered glucagon and she regained consciousness shortly thereafter. After the event she did not require medical intervention and felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.